Manufacturer narrative:
The biomedical engineer reported that on log 8, 6th floor (B)(6) 2019 tele #41 and tele #30 both discharged at the same time readmitted #30 without problem. Readmitted #41, and the patient showed up on two different tiles. It is unclear how the telemetry transmitter patients were discharged with the information provided but, to err on the side of caution, this complaint is being reported. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that on log 8, 6th floor (B)(6) 2019 tele #41 and tele #30 both discharged at the same time readmitted #30 without problem. Readmitted #41, and the patient showed up on two different tiles. It is unclear how the telemetry transmitter patients were discharged with the information provided but, to err on the side of caution, this complaint is being reported. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: customer at mercy health partners reported the following issue: 10/16 tele #41 and tele #30 both discharged at the same time readmitted #30 w/o problem. Readmitted #41, and the patient showed up on two different tiles. This was provided to nka technical support (ts) from the hospital's department logs. No product information was provided. No further information will be provided from the hospital. Investigation conclusion: there was a documented incident regarding a random discharge of two telemetry transmitters. It is unknown if this was caused by user error or by the system. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device information was not provided nor were logs retrieved for evaluation. The customer was not willing to provide further information. This was confirmed under notification 300182278 (ticket (B)(4)). As information needed to conduct an investigation is not available, no root cause analysis or risk assessment could be performed. The following fields are not applicable (na) to the MDR report: a2 - a6, b2, b6, b7, d4 lot number & expiration date, d6 - d7, d9, f10, g6, g8, h7, h9. The following fields contain no information (ni), as no other information will be provided by the customer: d4 serial number, d11 & c2 concomitant medical device information, f9 age of the device, h4 device manufacture date. Additional information: b4. Date of this report, f6. Date user facility/importer became aware of the event, f7. Type of report, f11. Date report sent to FDA, f13. Date report sent to manufacturer, g4. Date received by manufacturer, g7. Type of report, h2. If follow-up, what type? H6. Event problem and evaluation codes, h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that on log 8, 6th floor (B)(6) 2019 tele #41 and tele #30 both discharged at the same time readmitted #30 without problem. Readmitted #41, and the patient showed up on two different tiles. It is unclear how the telemetry transmitter patients were discharged with the information provided but, to err on the side of caution, this complaint is being reported. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.